Event description:
It was reported that a spectrum pump had a broken door latch. During testing, a door not fully latched alarm occurred, which is related to the reported symptom. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door not fully latched alarms were confirmed and was determined to be caused by failed link screws. The failed link screws were replaced.